Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the sixth inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
The device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test was carried when liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the distal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified brachial vein. A 6.00mm / 2.0cm / 50cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the sixth inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.